Manufacturer narrative:
This report is filed, june 6, 2016. The device is currently unavailable.

Event description:
Per the clinic, the patient experienced pain with device resulting in the decision to explant. The device was explanted on (B)(6) 2016. The device has not been made available for analysis as of the date of this report, june 6, 2016.